Manufacturer narrative:
(B)(4). Date sent: 04/27/2016. (B)(4). Additional information was requested and the following was obtained: where within the gap setting scale was the orange indicator prior to firing? Fully closed. What confirmation was received that the device was fully fired? Audible confirmation for clarification, did the device staple? No. If the device stapled, were there any staples missing from the staple line? No stapling accomplished. What was the shape of the deployed staples (b-formation, irregular, legs straight)? No stapling accomplished. Was the cut line fully circumferential around the target tissue? Fully circumferential. If the device fully cut, were both tissue donuts present? Yes. If the device fully cut, were both donuts complete? Yes. Please provide details as to how the patient¿s life was threatened. The anastomotic edges were deep in the beginning of mesothorax. We made a lot of effort to establish an anastomosis, violating the tissues. What is the current status of the patient? Tenth post. Well living. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any change in the patient¿s post-operative care as a result of this event? Was the patient¿s hospital stay extended as a result of this event? The analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a total gastrectomy for cancer procedure, the doctor used the device for the end-to end anastomosis (jejunum to esophagus). The instrument cut the tissue but no clips were formed, causing several problems to the user. According to him the patient's life was threatened. The surgery was finished by using a circular stapler from a competitor.